Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6)-2021, a correction was noted to the 3500a initial as the physician information was omitted in error. Therefore, updated e. Initial reporter section accordingly.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (95kg) underwent an ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered complete heart block requiring the patients' pacemaker take over. During ablation, the patient went into complete heart block and the patients' pacemaker took over. The patient already had a device (unknown whether pacemaker or defibrillator). This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was procedure and/or patient condition. The patient did not require medical or surgical intervention. Patient outcome was reported as unchanged. As far as the reporter knew, the patient did not require hospitalization.